Event description:
It was reported that this artificial urinary sphincter was not functioning, the device had fluid loss. The device was removed and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter was not functioning, the device had fluid loss. The device was removed. No patient complications were reported.